Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and loss of osseointegration resulting in fixture loss. Subsequently, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV and oral antibiotics. The patient was hospitalized for the treatment. It was reported that the patient also underwent a surgical procedure for wound drainage and washed out.